Event description:
It was reported that the customer's blood glucose level was displayed as "high," and the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump and was advised by technical support to inspect the site, tubing, and supplies. The customer was instructed to replace supplies as necessary and resume insulin, with additional follow-ups arranged for further assistance.